Manufacturer narrative:
Exemption #e2007003.device investigation summary: upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device or on the shell surface. Upon visual examination the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, early onset seroma and device extrusion. Manufacturer's reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of exemption transition period following the revocation of mentor¿s psr exemption # e2007003. It was reported that a (B)(6) year-old hispanic female underwent a breast augmentation revision with a 300cc mentor memorygel breast implant and experienced baker grade IV capsular contracture, early onset seroma and device extrusion on the left side post-operatively. As a result, the patient underwent device removal and replacement with a 300cc mentor memorygel breast implant, catalog number: 3503001bc, serial number: (B)(4) on (B)(6) 2018.